Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Returned samples to cra resulted as sars positive for qv otc sars and positive for quickvue flu a and b and negative for lyra sars pcr and flu a and b. Cra concluded that there is cross-reactivity with the antigen based products. Investigation summary: concluded there is an unknown cross-reactivity with the antigen based products and this sample. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported false positive results. The consumer communicated the results were confirmed negative by molecular (pcr testing).